Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with lumbar recurrent disc herniation and underwent following procedures: left iliac crest bone graft pedicle screw fixation, l5-s1. Posterior lumbar interbody fusion (plif) interbody device, l5-s1. Posterior lateral fusion, l5-s1. Posterior lumbar interbody fusion, l5-s1. Recurrent discectomy re-exploration l5-s1, left side. As per op-notes, ¿at that time, prepared the inner space carefully, inserted a ring curette and cleansed the end plates and scarified them for fusion. At that time, using bmp soaked collagen sponge, we inserted this into inner space, followed this by the insertion of a small intervertebral spacer that fit nicely, filled with the collagen soaked sponge. It was implanted and x-rays were taken to approve the level and found it satisfactory. Pedicle screw replaced at 5 and s1 bilaterally using fluoroscopy and we found good position and fixation. Wounds were irrigated at that time and we decorticated posterolaterally and the bone graft was carefully placed using careful positioning and packed, interlaced with the collagen soaked sponge on the outer portion of this filled with bmp. ¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.